Event description:
Pt reported the infusion device does not display an error 2 (battery depleted) message. Pt stated on (B)(6) 2011 the infusion device only beeped but did not alarm and no error message was on the display. Pt reported changing the battery but the issue persisted. Pt stated she inserted a new battery and the infusion device displayed an error 8 (power interrupt) and a w8 (bolus canceled). Pt reported her blood glucose level was okay; no blood glucose reading was provided. Pt's normal blood glucose level was not provided. Pt reported no health problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.